Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to unknown reasons. No revision has been reported to date.